Manufacturer narrative:
(B)(4). On 12-15-2015, additional information was received from (B)(6) regarding the event description.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount while infusing a 100ml bag of gentamycin during therapy (rate of infusion unknown). The gentamycin was refrigerated and then infused within five minutes of being removed from the fridge. The pump said that the infusion was complete but the bag was only half empty. This occured while using the primary and secondary lines when running a small antibiotic bag. While infusing on the primary line, the pump then showed it had infused 150ml of total volume when in fact only 100ml was infused. The customer reported that the appearance of underinfusing could be a result of over filled bags, and noted that the head height of the primary bag was approximately 24 inches. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount while infusing a 100ml bag of antibiotic during therapy (rate of infusion unknown). The pump said that the infusion was complete but the bag was only half empty. This occured while using the primary and secondary lines when running a small antibiotic bag. While infusing on the primary line, the pump then showed it had infused 150ml of total volume when in fact only 100ml was infused. The customer reported that the appearance of underinfusing could be a result of over filled bags. It was also reported there was no patient injury.